Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. Further information was requested but not yet received.

Event description:
It was reported that the right ventricular (rv) lead exhibited unspecified anomaly. The rv lead was capped on (B)(6) 2022. The patient status was unknown.